Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening, pain and dislocation.

Manufacturer narrative:
The tm reverse shoulder surgical technique states on page 21 "the joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability." The operative notes states that the "shoulder was reduced and observed to be stable in all directions with good range of motion in all directions." No devices or photos were returned therefore a determination on the condition of the components could not be made. Review of the device history records for the glenosphere and polyethylene liner did not find any deviations or anomalies. The devices were used for treatment. The provided part numbers are an approved and compatible combination. With the provided information an exact cause could not be determined.